Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose level above 400 mg/dl while using the ilet with an inset 23", 6 mm infusion set, and observed insulin leakage at the infusion site; the user administered a manual insulin injection and subsequently changed the infusion set, after which glucose levels trended back into range. Symptoms included elevated blood glucose without ketone testing, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for assistance from others, no medical intervention, and no hospitalization. Investigation included user troubleshooting and education regarding potential causes of high glucose, infusion set leakage, and the need to replace supplies. Investigation of this case revealed a user-reported infusion site leak consistent with disrupted insulin delivery, while the device continued to alert for high glucose as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.